Manufacturer narrative:
The reported event of a shard breaking off the tip was not duplicated and no failures were confirmed. Upon visual inspection, there were no observed failures that could lead to the reported event. Based on a review of the risk documents, mechanical damage may cause or contribute to the tip breaking.

Event description:
It was reported that the 25khz straight tip was being used in a procedure when a metal shard fell off the tip and into the patient. The surgeon used a microscope to remove the shard, and the procedure was completed successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the 25khz straight tip was being used in a procedure when a metal shard fell off the tip and into the patient. The surgeon used a microscope to remove the shard, and the procedure was completed successfully. There were no patient or user injuries, and no adverse consequences.